Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the hand switch was difficult to insert and remove. To restore functionality, the hand switch was replaced. The imaging system then passed the system checkout and was found to be fully functional. The hand switch was returned to the manufacturer for evaluation. Testing found that the lemo connector on the unit was bent and the connector would not seat onto a known operational imaging system properly, resulting in the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the hand switch of the imaging system would not respond to prompts from the user. There was no patient present when this issue was identified. No additional information was provided.